Manufacturer narrative:
The investigation into the low pump flow and patient's hemolysis has been completed. The impella pump was returned and investigated. One of the impeller blade was found to be totally broken. Clinical information mentions optimal flows were achieved at the start of the case. The patient then received cardiopulmonary resuscitation (CPR) since the patient arrested and after that there were constant suction alarms observed even at lower p-levels. Therefore, per the clinical information provided and product investigation, the root cause of the low pump flow issue was fractured impeller blade due to CPR given to the patient. Per clinical information, the labs were hemolyzed continuously. Product investigation revealed a broken impeller blade. Data logs were not available for review. Per the clinical information, product evaluation and data log review, the cause of the hemolysis issue was fractured impeller blade due to CPR given to the patient.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While the patient was on support, suction alarms occurred at p9 however, within an hour , suction alarms were present from p3 to p9. The team implanted an impella rp and suction alarms were still present at p2 and p3. The staff repositioned the device to no avail. Blood volume was given. Additionally, the patient's lab were continually hemolyzed. The physician explanted the pump and replaced with a new impella cp. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿